Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a treatment procedure, removal difficulties were encountered. The flexima catheter was introduced. During withdrawal, the surgeon cut the catheter for removal and the suture became stuck inside the patient. The patient underwent surgery to remove the suture. No further complications were reported and the patient's status is stable.